Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the catheter split from the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the catheter popper off at the hub.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the catheter split from the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the catheter popper off at the hub.

Manufacturer narrative:
H6: investigation summary: bd received a 22 gauge insyte autoguard device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed the catheter adapter was missing the catheter. However, dry media can be seen in the device indicating signs of use. Upon closer inspection of the catheter adapter, no signs of damage can be seen on the device though the catheter was missing, therefore the defect was verified. This type of defect was less likely to occur in the user environment as it will require a great amount of force to pull the catheter out. In an attempt to recreate the event, another device was used. The catheter was pulled out from the adapter and before it could come out, the catheter stretched making the device usable before it disconnected from the adapter. Given that no damage was observed on the catheter adapter, it was likely that the defect was caused during manufacturing. During manufacturing, flaring of the tubing over the wedge could separate from the tubing from the wedge, if the flare length is incorrect. There is a 100% vision inspection for flare length and operators perform catheter pull force testing per the quality plan to mitigate the occurrence of this defect. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this incident and the findings.